Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to their primary care clinic for medical care. The patient's primary care physician reported that the patient is not doing well and may be in heart failure. It was reported that the patient has been non-compliant with their follow up appointments and has not been seen by their cardiologist for a year. It is unclear if the device is contributing to the patient's condition. The primary care physician will refer the patient to another cardiology group for care. Attempts to obtain additional information were unsuccessful. All available information indicates that this device system remains in service.